Event description:
It was reported that the patient was seen for an office visit on (B)(6) 2015 and reported that with the last increase he no longer had the ¿shakes¿. On (B)(6) 2015, the patient reported twitching of their right hand. It was not twitching of their right hand related to a seizure though per the hcp the patient initially reported that he thought it might be. Per the patient it was more of a ¿flapping¿ and it was in their left hand. The patient continued to have facial dyskinesias from cp. The patient had previously had been on lexapro but had developed dizziness, headaches and blurred vision and had come in to the office today to discuss whether this was related to his baclofen pump dosing or lexapro or seizure. The patient continued on vimpat and carbamazepine for his seizure disorder. The patient does not sleep well at night but sleeps on and off during the course of the day. He also was reporting what sounds like incomplete bladder emptying where he urinates small amounts and has frequency and urgency for the last several months. He also feels that his memory may be worse but this could be related to his sleep issues. The pump was interrogated and after discussion the dose was increased to a total of 1017.7mcg per day. The plan was to have his vision checked, a possible MRI of the brain, and regarding the urinary issues the hcp was to refer the patient for urinalysis, cultures and sensitivities and then to a urologist as he is at risk for significant neurogenic bladder issues. The pump was used to deliver lioresal. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8781, lot# n502113003, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient got "blackouts" every 2-3 days for about 30 minutes since implant. The patient said he did not faint, he just could not remember anything during that time. The patient had been hospitalized to see if it was seizures. The reason for the episodes was still unknown. The patient wanted to know if the pump could cause the problem. The patient had a trail around the catheter on (B)(6) 2018 to see if maybe the catheter was not working. The patient had done a dye study and it was fine. The hcp wondered if there was a positional problem. The hcp was going to try a bolus through catheter. A huge thing to note was the patient had hip pain which was a noxious stimulus. It was unknown what if any environmental/external/patient factors may have led or contributed to the event. It was unknown if the issue was resolved at the time of this report. The patient was receiving 2000 mcg/ml lioresal baclofen at a dose of 806.3 mcg/day. It was unknown if surgical intervention was planned. The patient status was "alive- no injury" and no further complications were expected or anticipated. The patient's medical history included cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8781, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient was taken to the or for catheter revision on (B)(6) 2018. The surgeon had difficulty disconnecting the existing catheter from the pump. Eventually used forceps to get the sutureless connector loose. The catheter also appeared to have an avulsion a few centimeters distal to the sutureless connector. The catheter was removed and the rep was to return to the manufacturer for analysis. The catheter was replaced. The patient's medical history included cerebral palsy.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.